Event description:
A call center ticket was logged with the following text "mrx pacer malfunction". No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.